Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
(B)(4). Product not returned

Event description:
It was reported that during a post-implant check, increased pacing lead impedance and loss of capture at max output were observed. The lead was explanted and replaced. The patient was doing well and will continue to be monitored.